Event description:
It is reported that the end-user who has used the same product for many years developed a red; itchy and weeping rash immediately to the right lower quadrant (rlq) of peristomal area and extending about one cm. It is further reported that the end-user was hospitalized about two months related to surgical repair to wrist where the appliance was changed at the hospital by the staff due to leakage resulting in skin irritation and onset of the rash. Lastly, end-user states that she has nystatin powder on hand unrelated to this issue, and will apply it to see if there is improvement.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. The user was instructed on how to apply the nystatin powder which was prescribed a year ago. No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional information become available, a follow-up report will be submitted. Convatec will continue to track and monitor such complaints according to convatec inc's complaint handling and CAPA procedures.